Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that stimulation was on following a physician mode recharge (pmr). The rep checked the patient and stated it was clear that stimulation was on as the patient was having a physical response in their legs that he would normally associate with stimulation being on. The rep attempted to turn stimulation off with the implantable neurostimulator recharger (insr) but it indicated that stimulation was already off. He interrogated with the clinician programmer (cp) which showed stimulation was off. The amplitudes were decreased to 0 volts on both programs and this did not resolve the issue. When he attempted to turn stimulation on and then off, this did resolve the issue. This was noted to be unintended stimulation. Relevant medical history included other and spinal pain. No follow-up was required as the issue was resolved.